Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator requested the MFR to review the pt's log file. The MFR confirmed multiple pump stops and low flows. On site, the MFR's technical service person performed a continuity test on the percutaneous lead and all tests passed. X-rays were reviewed and nothing appeared remarkable. Log files were analyzed with the vad coordinator and doctor. A possible percutaneous lead issue with short to shield was discussed. It was noted that there were no pump stops that occurred while the pt was on battery power. System controllers were swapped, however, the pump stops continued to occur. An ungrounded pt cable was ordered and delivered the following day. A decision was made to perform a pump exchange from one lvad to another lvad.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.